Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive flu b asymptomatic patient result (off label use). Unknown if confirmation method performed.